Event description:
It was reported that there was short battery longevity. High lv (left ventricular) threshold was also noted. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, implantable tachy lead, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2002. (B)(4).